Manufacturer narrative:
This report is filed on november 15, 2016. Registration number 3009092818 and exemption number e2016011. - attachment: [61147-device analysis report.pdf]

Manufacturer narrative:
This report is filed on october 10, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator; subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.